Event description:
It was reported that one of the battery cables on the system controller was worn out. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid ingress the reported event of damaged power cables was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, photos were submitted of the controller. A review of the photos showed damage to the power cable exposing the first internal layer. There were no reported issues related to the controller function. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.